Manufacturer narrative:
A manufacturing evaluation was completed: one clip is completely deformed and all other clips are partially deformed. The bores are worn; the anodized color was abraded during insertion and removing of the locking screws. The concomitant screws are not available for investigation. The microscopic investigation shows that the clip in question was damaged during removing of the screw because it is partially bent and displaced upwards. Possibly a wrong removal technique led to the damage of the clip or the screw was inserted in an extreme angle and/or was not placed exactly in the center of the screw hole what led to a mechanical overloading situation during removal. The dimensions of the deformed clips cannot be verified to post manufacturing specification anymore. No product or material related condition was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was operated on at c4-c6. Upon discovering the alleged issues with the plate, the surgeon used a shorter vectra plate. Patient is reported as doing well.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process.(B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the plate and screws were inserted and locked by the surgeon. The surgeon looked it over and found a need to revise. Upon removing the plate using a removal tool, it was discovered that it is damaged. The elgiloy clip on the plate was striped and could not be reused. This is report number 1 of 1 for (B)(4).